Event description:
It was reported that the patient never had therapeutic effect. The pump never really worked for the patient. It was noted that the patient¿s spinal fluid was leaking. The patient had the pump removed about 4-5 years prior to the report. Additional information has been requested that was not available at the time of this report. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter; product ID 8 591-38, lot# a93697, implanted: (B)(6) 2006, product type: accessory; product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the drug pump was too big for the patient's body. The pump was explanted because the patient's spinal fluid was leaking. The patient was taken to the hospital immediately and the pump was removed. The patient was still having concerns but had not sought further help. It was noted that the pump was a nightmare from the day it was implanted.